Event description:
The unit allegedly started getting hot and the customer could allegedly smell a burning smell and seen a little smoke. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ioh200, serial number/date code is unknown. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition consists of emphysema, copd and miscellaneous. The consumer has been on oxygen for 10 years. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. This is a rental unit from the dealer that the consumer has been using for 2 years. Consumer alleges that the dealer does not maintain the unit properly as far as cleaning and changing filters.